Event description:
As reported: the customer had a problem with the manta click (connecting). After introducing manta's sheath, the problem was clicking (connecting). Then, during implantation, the manta anchor in the patient's body was deformed. Surgical revision was required. Additional procedure information: during a tavr procedure, single access was obtained without a micro puncture kit or ultrasound. Access was in the medial cfa. The cfa had moderate circumferential calcification and mild vessel tortuosity. During the tavr procedure, there were issues with advancing and/or withdrawing procedure sheaths. Prior the manta deployment, heparin and protamine were administered intravenously. Current patient condition is reported as fine.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f ce manta was planned for closure in the common femoral artery. A medial positioned access was gained without the use of ultrasound guidance or micro puncture. Procedure requirements listed in the IFU state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The arteriotomy contained moderate (25-50%) circumferential calcification, and mild tortuosity. The manta device is contraindicated in the following: marked tortuosity of the femoral or iliac artery. Additionally, procedure preparations state: confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Issues were encountered advancing and/or withdrawing the procedural sheaths. While attempting to insert the manta delivery handle and bypass tube through the hemostatic valve of the manta sheath, the physician encountered problems attempting to advance the bypass tube into the sheath hub and connecting to the manta delivery handle. As reported "during implantation, the manta anchor in the patient's body was deformed, surgical revision was required." The root cause of the "deformed anchor" requiring surgical revision is possibly due to the manta delivery system became kinked while the physician was attempting to snap the manta delivery handle into the manta sheath hub and continued to use the damaged unit. It is unknown if manta deployed. The physician chose to do a surgical revision; however, no further information was available. Three attempts have been made to the customer with no correspondence back regarding any further information for this complaint investigation. Due to no device return or angiograms submitted for investigative purposes, insufficient information regarding initial and deployment procedures, surgical revision procedure, patient conditions or environment, a root cause for the device damaged during use cannot be determined. It is possibly from damage occurred to the device while the physician applied forces attempting to insert the bypass tube into the hemostatic valve or plaque interfering during implantation. In step 3, insert device: advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device.